Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: how many devices that were involved in this single procedure? The sales rep reported 2 devices. Lot number: the lot number is unknown. Procedure name? No further information is available. Initial procedure date: no further information is available. No further information will be provided. Events were submitted via 2210968-2020-03396 and 2210968-2020-03397

Event description:
It was reported that the patient underwent an unknown procedure on 3/30/2020 and the suture was used. The suture broke during use. There were no patient consequences reported.